Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while use with the bd bactec¿ peds plus¿/ f culture vials (plastic), a false positive result was obtained. Confirmatory gram testing was performed, and the results were negative. False positive results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the bottle turns positive. After performing gram stain and culture, there is no growth.

Event description:
It was reported that while use with the bd bactec¿ peds plus¿/ f culture vials (plastic), a false positive result was obtained. Confirmatory gram testing was performed, and the results were negative. False positive results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the bottle turns positive. After performing gram stain and culture, there is no growth.

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect and bubbles. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Retention samples have tiny air bubbles in the sensor. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the 'as reported' defect code. This complaint should be considered as an educational issue since these tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required.